Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was sent to the customer site. The fse completed an inspection which included checking dispense volumes, spinner speeds (both wash and dilution well), temperatures and sample and reagent pipettor positions. The fse also ran a precision run on gastrin using all three levels of controls. The precision results were within specifications. After analysis of the system and system data, the actual cause could not be determined and no conclusion can be drawn as to what specifically caused the problem. The instrument is performing within specifications and no further evaluation of the device is required.

Event description:
A discordant low gastrin (gas) result was obtained for one (1) patient sample on an immulite 2000. The laboratory questioned the initial low result and the sample was re-tested twice. The repeat gas results were higher and were reported. The discordant result was not reported to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant gas result.